Manufacturer narrative:
The affected concomitant product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The suspect product was not received for failure investigation.

Event description:
Received a copy of the customer's maude report from FDA, which states " three reports of leaking when using the following combination of products carefusion smallbore tubing ref (B)(4), distributed by carefusion, (B)(4), microbore tubing/pressure sensing disc, (B)(4) distributed by carefusion, (B)(4), ICU medical, mc100 microclave neutral connector, lot 3237243 lines contain inotropes and/or sedation, but no harm to pt. " although requested, additional information has not been provided.

Manufacturer narrative:
The customer¿s report of a leak between the tubing and a non-bd connector was confirmed. The suspect set was not returned for investigation. Visual inspection revealed a very thin hairline fracture on the female luer of a concomitant set. Functional testing resulted in no leaking. Pressure testing resulted in leaking only when connected to the microclave. Despite the hairline fracture, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the ICU microclave is used as mating component. Dimensional testing was performed and all the luers measured within specification. The root cause of the leak could not be definitively determined.